Event description:
The pt stated that, she experienced two occurrences in the past several days where infusion set tubing separated at the luer lock connection. She reported elevated blood glucose as a consequence of each occurrence. In the first occurrence, she changed tubing in 2007 and on the next day, she observed elevated blood glucose values. She reported blood glucose values within the range of 305-438 mg/dl in a time interval from 8:00 am to 2:30 pm. During that time, she bolused insulin based on her blood glucose values. When bolusing did not resolve her high blood glucose, she inspected her system and discovered that the tubing was "cracked" near the luer lock and insulin was leaking. She replaced the tubing and bolused insulin, which successfully decreased her blood glucose level. The second occurrence was two days later. She observed elevated blood glucose and kept bolusing to decrease the level. When she was unsuccessful, she inspected her system and found that the tubing had completely separated at the lure lock connection. The tubing had been in use two days at that time. She replaced her tubing and bolused insulin, which decreased her blood glucose level. She reported having a dry mouth, and feeling "weak and unstable", when her blood glucose was elevated. She stated that, she was not aware of the recall. She was then educated regarding the details of the recall. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the affected product, thus no product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.